Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she was unable to access the tampon string for removal due to the pledget being upside down inside her vaginal cavity. She was able to manually remove the pledget and did not seek medical attention. She did not experience any adverse health effects.